Manufacturer narrative:
The device was not returned to olympus for evaluation. Customer called the olympus technical assistance center (tac) support to troubleshoot the device. Customer reported a b30 (scope communication error) with 190 scopes. The scopes worked fine in another room. Tac instructed the customer instructed to clean the socket on the light source with compressed air and try again. Furthermore, tac instructed the customer if the issue was not resolved to send the unit for repair. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a b30 (scope communication error) on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the b30 scope communication error was due to an abnormal light source. The root cause of the abnormal light source was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during preparation for a colonoscopy procedure, a b30 (scope communication error) on the evis exera iii video system center. The customer called as this error previously occurred with no resolve and was sent in for repair. The unit was repaired and sent back, one day after receiving it back, the same error occurred. A delay was reported at estimated 20 minutes. The unit had to swap out to previous loaner that hadn¿t been sent back. The patient was not under anesthesia. The procedure completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Updated fields: b5, d8 this report is being supplemented to provide additional information based on additional information provided by the customer. Olympus will continue to monitor the field performance of this device.